Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering on. This was observed during morning checks. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering on was confirmed during archive review and functional testing. The root cause of the reported complaint was a failure of the pca processor board. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The processor board was replaced, and the firmware was reloaded by using ap vision software to remedy the reported complaint. Then, the platform was tested using the lztf (large zoll test fixture) with a known-good battery until fully discharged without any faults or errors. During service, the autopulse platform passed a run-in test without fault or error. The autopulse platform passed the final test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).